Event description:
The customer reported they have found some issues with g-tubes they have in stock. There's a lady from the nursing home who had one replaced last week and it came out. And they saw an emerge yesterday and the balloon was defective and popped. They then inserted another one and filled the balloon and immediately it popped again. They inspected it and it was the balloon that was defective. They placed another one but they are not sure how durable it is going to be. No further information will be provided by the customer.

Manufacturer narrative:
Additional product code: pif. Additional 510k: k932295. A non-conformance review could not be performed because no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no devices returned for evaluation; therefore, the affected products could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.